Manufacturer narrative:
G4: 31may2020. B4: 02jun2020. The touchscreen assembly was returned to manufacturer to failure investigation(fi) for analysis. It was determined that the ul_lr and ur_ll resistance and resistance ratio ul_lr/ ur_ll were out of specifications. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/18/2019.

Event description:
The customer reported a touchscreen failure. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 12 november 2019. Date of this report: 13 november 2019. The support service technician performed an evaluation and confirmed the reported problem. The support service technician then replaced the touchscreen to resolved the issue. Performed overall checks, run in and functional tests which unit passed.